Manufacturer narrative:
Analysis found stim ins/functionally okay/insignificant anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
When device analysis is complete a supplementary regulatory report will be sent.

Event description:
A manufacturer representative (rep) reported they just implanted a lead with the implantable neurostimulator (ins) and upon running impedances only 3 electrodes combinations are normal at 420, 518 (c-1) and 792 (0-1) ohms and the rest were greater than 4000 ohms in surgery. The rep had disconnected the lead and wiped lead and ins down and reinterested lead and tested again and got a few more configurations, but still had high impedances. The rep stated they already increased amplitude and pulse width (pw) to 3.0 v and 300 (pw). The rep noted they did see a little blood in the header. A electrode impedance test was run at 2.0 v and 360 pw and there was still high impedances. The rep stated they were getting similar results as before with c-0 and 0-1 being good but the rest over 4000 ohms. The ins was not being used for a motor response. The rep noted the patient is asleep and therefore did not do motor testing. There were no symptoms reported. The rep noted they replaced the ins. The indication for use is unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device was returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.